Event description:
The customer reported that companion 2 driver 10032 passed the system check and was taken to the pt's room for a driver switch. The customer also reported that approximately 45 seconds after the pt was switched to companion 2 driver 10032, it exhibited a "single compressor malfunction" alarm. The customer reported that the pt was switched back to his original primary driver. Companion 2 driver 10032 was powered down and powered on again, and the pt was switched to companion 2 driver 10032. After approximately 45-60 seconds of support, the driver exhibited another "single compressor malfunction" alarm, and the pt became agitated and was switched back again to his original primary driver. This alleged failure mode poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. Companion 2 driver 10032 will be returned to syncarida for eval. The results of the investigation will be provided in a supplemental MDR.